Manufacturer narrative:
The synergy ous mr 2.50 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged along its entire length with struts lifted and pulled distally. As a result of the damage it was not possible to measure the stent outer diameter (od). The stent od (outer diameter) at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a kink 51.3 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 16-feb-2022. It was reported that advancing difficulties occurred. Following pre-dilation, the 2.50 x 12 synergy ii des was introduced for treatment. The device could not be advanced to the target lesion and was removed. Another of the same device was introduced but it also could not be advanced following pre-dilation. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, device analysis revealed stent damage.